Event description:
Pt reported that the expiration date printed on the strip vial is 10/31/2006; however, according to manufacturer's electronic investory system the correct expiration date for the test strip lot is 10/31/2005. No pt injury was rpeorted. Technical support requested the return of the suspect product and replacement product was shipped.